Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided. Root cause could not be determined. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint comp (B)(4).

Event description:
A report was received from (B)(6) stating, "we have had another problem with a tube." A new ngt had a hole in the main body of the tube and had to be removed. Additional information received (B)(6) 2017 stated, "the tube had been inserted and the staff were trying to get an aspirate and were unsuccessful. When they pulled the tube out that is when they noticed that it had a hole." No additional information was provided.